Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The etiology of the peritonitis is unknown, therefore causality cannot be established. However, based on the information available, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). It is known patients undergoing peritoneal dialysis are high risk for infections of the peritoneum. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis. During follow-up the pdrn reported the patient¿s peritoneal effluent fluid cultures were positive, however the specific genus and species are unknown. The pdrn stated the cause of the peritonitis is unknown, as are any specifics regarding medical intervention provided by the hospital. The discharge summary was unavailable. The patient was discharged and transitioned to hemodialysis.